Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - bard composix mesh was used to repair the patient's hernia defect. On (B)(6) 2012 - the patient was admitted for umbilical mesh infection. The patient's surgeon removed the composix mesh. During the procedure the patient was also found to have a small bowel fistula requiring a small bowel resection. The attorney's report alleges permanent injury, infection , fistula abscess, defective mesh, explant.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney allege that eight years post implant the patient presented with an anterior wall abscess and subsequently underwent mesh excision. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. The attorney report alleges that the patient was treated for infection and fistula formation both of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow-up MDR will be submitted.